Event description:
It was reported that the pt experienced a transient ischemic attack (tia) after the accunet had been placed in a less than optimum position. The physician stated he had no other choice in the placement of the accunet and he proceeded with the procedure in a tortuous section of the internal carotid artery. The pt was stabilized with unk measures. The pt remains hospitalized 7-days post-op; this is considered to be a serious injury. The pt's condition was reported as not very good. It was felt that the pt's experience was not a result of the device; but related to the pt's condition.